Event description:
The customer reported that the insulin pump did not alarm no delivery when the cannulas were bent. Advised the customer to call back when the tubing clamp arrives to troubleshoot the device. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.